Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the reported failure was not identified.

Event description:
It was reported from the oncology/infusion outpatient department that the pump allowed approximately 5 inches of large air bubbles pass through and did not alarm while in use on an a patient. At the time a primary infusion of vancomycin was infusing. It was further noted that the vancomycin was cold at the time of the infusion.